Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 9:00 a.m., the patient tested a sample on his meter using test strip lot number 35349723, resulting as 3.4 inr. At 9:05 a.m., the patient tested a sample on his meter using test strip lot number 28124121, resulting as 2.5 inr. At approximately 9:30 a.m., the patient tested a sample on the doctor's coaguchek xs meter, resulting as 3.2 inr. The 3.4 inr and 3.2 inr values were believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive medical treatment and the patient's medication was not changed based on the meter results. The patient alleged no harm or serious injury. The patient's current condition is ok. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose has not been changed. The patient is not taking any new medications, has had no diet changes, and has had no additional illnesses. The patient stated that he has some bruising on his arms. He believes is bruises are the result of him working in the garage and are related to meter testing. No medical treatment was received for the bruising. The patient's product was requested for investigation and replacement product was sent to the patient. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 281241) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.